Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® voluma¿ with lidocaine in the ck(cheek) 1, ck3, c6, and jw(jowl) 1. About 4 weeks later, patient was also injected with 10ccs of sculptra in the cheeks and 10ccs of radiesse into the cheeks. About 3 months later, patient presented with edema in the left malar region and left eyelid. There was no pain, erythema, or heat. An ultrasound was performed and IV traumeel and lymphomyosot were given. Patient also prescribed additional traumeel and lymphomyosot. Two further ultrasounds were performed with condition noted to be improving. A few weeks after onset, patient underwent a liposuction with lioptransfer. Patient experienced fibrosis at the surgical areas of the flanks, abdomen, and arms. 20 sessions of tensamax radiofrequency was given for those regions. About three weeks after the liposuction, patient had a herpes zoster infection that was treated with valacyclovir. About a month after the herpes zoster, patient presented again for generalized facial edema that had increased. Masses were also noted in the left malar region, right mandibular region, and left oromentonian. Palpable fibrosis cords noted on examination. Event was diagnosed as late inflammatory nodules and granuloma due to the fillers. 2mls of traumeel and 1ml of lymphomyost were injected intralesionally and another 2mls of traumeel and 1ml of lymphomyost through IV. Radiofrequency was performed and scheduled for twice a week. Traumeel, lyphomyosot, matriceel, corticoid cycle, ciprofloxacin, probiotics, albendazole, and engystol sublingual prescribed. Events ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.